Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.